Manufacturer narrative:
Device investigation narrative - complaint of smoking was confirmed. The root cause of the reported event was identified to be associated with a burnt resistor on the main digital pcb. The product is fully functional even though the resistor was found burned. Product passed functional testing. No faults or system errors occurred during functional evaluation. All functions perform as expected. Factors which could contribute to failure of the resistor include excessive current draw from the concomitant shaver or conductive fluid, such as saline, present on the port connector receptacle. A review of the device history record for serial number (B)(4) shows that this unit passed all acceptance criteria and was compliant upon release for distribution on june of 2011. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported the dii controller made a noise and started smoking. This occurred during the procedure. A backup device was readily available to complete the procedure. There were no delays or patient injuries reported.